Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter read inaccurately high compared to his feelings/ normal blood glucose results. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient tests his blood glucose 7-8x daily and manages his diabetes with humalog insulin. The alleged issue began the end of (B)(6) 2012. The patient stated he had just finished exercising prior to testing. The patient reported a blood glucose result of "263 mg/dl" with the subject meter. Due to the alleged result, the patient administered self 7-8 units of insulin. About 30 minutes later, the patient claims he felt low blood glucose symptoms of shaky, nervous and blurry vision. The patient took food and/ or drank a beverage as treatment. The patient denied testing on another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The 510(k) # is k073231.

Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2012 with the following findings: the test strips involved with this complaint were tested and found to have failed for control solution high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.